Event description:
On (B)(6) 2023, the complainant contacted leica biosystems and reported the following: "tissues are spongy, 169 cassettes affected. No error messages, there was reagent change on friday bottle 7?" On (B)(6) 2023, leica biosystems (B)(6) received the adverse event information form initiated by the local leica biosystems team lead (tac), which detailed that the affected patient tissue samples were derived from "at least 2 runs affected"; the affected tissue processing runs were "factory protocols 8hr and 12hr" comprising 169 cassettes executed in "retort a and b", with the start/end times detailed as "12hr, end at 9am sat (B)(6) 2023, 8hr end 4am on (B)(6) 2023"; the tissue type(s) of the affected patient samples were "bx's,tendo, gallb, placeneta [sic]"; the sizes of the affected patient tissue samples were not provided and the artefact seen in the affected patient tissue samples was described as "spongy". Between (B)(6) and (B)(6) 2023, the assigned leica biosystems field applications specialist (fas) contacted the complainant to obtain further information regarding the circumstances involved in the complaint. The fas documented that: "bottle number 7 was changed on friday and filled with wrong concentration. Per the customer the hydrometer reading was 75%, software read 100%. Bottle 7 was used in the last alcohol step before xylene. Customer changed out bottle number 7. Put in fresh 100% and changed the following 2 xylenes. Ran a 2hr test run with tissue. Reprocessed damaged tissue." Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer was not dispatched to assess the operation and function of the instrument in association with this complaint. On (B)(6) 2023, the assigned leica field applications specialist - core histology received information from the complainant that all patient cases involved in this event were diagnosable.

Manufacturer narrative:
Manufacturer evaluation of the information available determined that the root cause for the sub-optimal processing of patient tissue samples processed in the factory 2hr xylene standard" protocol started in retort b at 15:33 on (B)(6) 2023, the "factory 12hr xylene standard" protocol started in retort a at 17:02 on (B)(6) 2023 and the "factory 8hr xylene standard" protocol started in rretort b at 18:27 was a use error, which occurred at 15:33pm on (B)(6) 2023. Specifically, a user failed to complete manual replacement of the reagent in bottle 7 (ethanol) in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica biosystems peloris / peloris ii user manual which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the information available found that the instrument functioned as designed during execution of the three (3) tissue processing runs detailed above, from which sub-optimal processing of patient tissue samples would have been derived. Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer was not dispatched to assess the operation and function of the instrument in association with this complaint.